Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Event description:
On 1/7/2022, it was reported by an arthrex employee via email that an ar-8925t syndesmosis tightrope came off after the surgeon had passed the button through the bone hole and out of the tibia. Surgeon cut out the tightrope and everything was retrieved from inside the patient. Case was completed with a new product and no further issues were reported. This was discovered during a procedure on (B)(6) 2022. Additional information received on 1/11/2022: this was discovered during a fibula fracture procedure and was completed using another ar-8925t, lot number is unknown.